Manufacturer narrative:
B2 - outcomes attributed to ae null was updated to na d9 - date returned to mfg: 16-jan-2026. H3: one device was returned for evaluation. Service history review found no previous repairs for the last 12 months. Visual and functional testing was performed through accuracy and performance verification. The customer issue of air in line" could not be confirmed. No device problem was identified. A performance verification test (pvt) was performed, and the device passed all testing criteria. The device was reset to standard configuration.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had alarmed ¿air in line.¿ the clamp had been closed and the cassette removed. The green tab had been depressed and the tubing massaged to disperse air. The system had been reassembled and restarted, but the alarm had persisted. Cassette removal had been repeated, but the alarm could not be cleared. The patient had been due for disconnect at 8:00 am the following day. Reservoir volume was 45.5 ml and tvbi was 184 ml. The pump had been powered off and the clamp closed. The patient had been advised to notify the physician for further instructions. There was no patient injury. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. The event history log was unable to be reviewed as the product was not returned.